Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed and the sample was placed on an oxygen flowmeter under o2 flow at 15 l/min for 10 minutes and no oxygen leakage was detected in any parts of the device. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device. The sample functioned as intended.

Event description:
The customer alleges that there is a leakage between the adaptor and the device.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history records were reviewed and showed that there were no functional issues related to the molded components involved in this complaint. Customer complaint cannot be confirmed, based only on the information provided customer complaint description states "we noticed a leakage between the adaptor and the device", to perform a correct investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made, but at the time there is no inventory of the involved product code (000-40f; humidifier adaptor, 040 shelf pak, (B)(4)) available at the facility nor is being manufactured at the time; if the device sample becomes available at a later date, this complaint will be re-opened. Teleflex will continue to monitor feedback from the customers on this related issue.

Event description:
The customer alleges that there is a leakage between the adaptor and the device.